Event description:
Related manufacturer reference number: 2017865-2022-42936; related manufacturer reference number: 2017865-2022-42937. It was reported that via remote transmission, anti-tachycardia pacing (atp) was delivered, atrial lead noise, and noise on the discrimination channel after therapies were delivered. It appears there is some lead-to-lead contact following the shock. Potential insulation abrasion on the atrial lead. An increase in impedance was also noted on the left ventricular (lv) lead. It was also noted that the patient¿s rate slowed down to reach return to sinus criteria but sped backup immediately after back into ventricular tachycardia (vt) zone. Further assessment was suggested when the patient presents to the clinic.